Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/09/2009 and 01/30/2009 by mail; and received by phone on 02/04/2009.

Event description:
A materials manager reported a torn intraocular lens (iol). The lens was not implanted, there was no patient involvement.